Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) device reverted to safety mode operation and therefore, it could not be interrogated. The device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) device reverted to safety mode operation and therefore, it could not be interrogated. The device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.